Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, the hub of a cerebase da guide sheath, 90cm (gs9090sd, 30436791) leaked. The device did not appear kinked, compressed, cracked or damaged in any other way. There was no patient injury. The procedure was completed by using another cerebase/large bore catheter. The device was stored and prepped per instructions for use (IFU). No additional information is available. A non-sterile unit cerebase da guide sheath, 90cm was received inside of a pouch. The device was visually inspected, and it was found with a kinked condition at 3 cm, 12 cm, and 77 cm from proximal. A cracked condition was observed at 72 cm from proximal, also, the ID band was found out of position, no other damages or anomalies were observed during the inspection. A functional test was performed on cerebase da guide sheath, 90cm while flushing the device to find any leak. A leak was observed below the ID band. A manufacturing record evaluation was performed for the finished device 30436791 number, and no non-conformances related to the reported complaint condition were identified. The product was returned to cerenovus for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned cerebase da guide sheath, 90cm revealed that the device has a kinked and cracked condition, also the ID band was found out of position, this condition is related to the customer complaint and may be related to the usage and ID band out of position noticed during the visual inspection however it cannot be conclusively determined at this moment. The kinked and cracked conditions noted on the device may appear to have been caused by excessive force and/or handling applied to the device, however, this cannot conclusively determine. A functional test was performed on cerebase da guide sheath, 90cm while flushing the device to find any leak. A leak was observed below the ID band. Therefore, the reported customer complaint of ¿luer hub ¿ leakage¿ was confirmed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. The instructions for use (IFU) do contain the following precautions: carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a cerebase da guide sheath, dilator, or hemostasis valve that has been damaged in any way; replace with another guide sheath, dilator, or hemostasis valve. A damaged device may cause complications. Exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. If re-access to the vasculatures with the same device is desired, flush and clean the inner lumen of the device by infusion. Inspect the device for any damage. Caution: do not use the device if any damage or irregularities are observed. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective and preventive action (CAPA) has been opened to further investigate the issue with the ID band being out of position.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, the hub of a cerebase da guide sheath, 90cm (gs9090sd, lot unknown) leaked. The device did not appear kinked, compressed, cracked or damaged in any other way. There was no patient injury. The procedure was completed by using another cerebase/large bore catheter. The device was stored and prepped per instructions for use (IFU). No additional information is available.